Event description:
Customer reportedly received results of 50 mg/dl on the aviva system and 95 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number and expiration date unknown). (B)(4).